Event description:
It was reported that the patient experienced inadequate pain coverage. An x-ray taken (B)(6), 2012 showed that the leads had migrated 1 to 2 interspaces. The leads were explanted on (B)(6), and replaced on (B)(6). The patient was reprogrammed on (B)(6), and it was reported that the patient resolved without sequela.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; anchor model 3550-39 lot# implanted: (B)(6) 2012, explanted: unk; programmer model 37744 serial# (B)(4).

Manufacturer narrative:
(B)(4).